Event description:
Customer reported that paramedics were called to assist with her low blood glucose. Customer believes that by accident she entered high value for bolus, causing low blood glucose. Troubleshooting was performed and pump appeared to be operating normally.

Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.